Event description:
Customer reported a button error on his insulin pump while he was sleeping. He could not clear the alarm. Customer took the battery out and put it back in this morning, but the device won't turn on. Customer's blood glucose is 43 mg/dl. He treated with some food. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms were noted during testing. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).